Event description:
It was reported that a device packaging issue was encountered. During preparation of a 2.00mm x 20mm maverick balloon catheter, it was noted that the device package leaked air. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter and its tyvek inner packaging with hoop. No outer box was returned. The product pouch was visually inspected. The tyvek seal was visually inspected. The tyvek packaging was pulled most of the way open and the ends were curled indicating package handling. The seals that were not manipulated open were visibly intact and presented no damage or irregularity. The hoop and device were removed from the packaging for further inspection. The device was visually and microscopically examined. The device was removed from the hoop for further inspection. There was no shipping mandrel or balloon protector present to the device upon removing from the shipping hoop. At 66cm from the strain relief the hypotube was kinked. At 69cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen. The balloon was tightly folded. The device was used beyond a state of preparation and the packaging was torn open to indicate handling for product removal and any damage could not be detected that would indicate compromised packaging.

Event description:
It was reported that a device packaging issue was encountered. During preparation of a 2.00mm x 20mm maverick balloon catheter, it was noted that the device package leaked air. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.